Manufacturer narrative:
Correction of initial MDR: the device brand name was reported incorrectly as a 22 g x1" bd insyte¿ autoguard¿ bc shielded IV catheter and should be bd angiocath¿ IV catheter.

Manufacturer narrative:
Investigation summary: samples/ photos: according to the visual analysis of the photos containing the claimed sample, it was possible to identify excess silicone in the claimed products. DHR/ qn/ ncmr review: the final assembly batches: 6292115, 6292115, 6232116 respectively used in the claimed final product batches: 6292237, 6292236, 6253001 of angiocath 22g x 1.00 in were tested for presence of "foreign / no-foreign matter" and were not records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter, for the lots involved in this complaint, according to the DHR of the lot above. Investigation conclusion: qn/ ncmr review: there are no quality notification (qn) or non-conformity r. Investigation comments: after analyzing the photos returned from the client, it was possible to confirm the presence of silicone in the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Root cause: based on the investigations conducted for claims of excess silicone of the angiocath needle, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4). Rationale: the CAPA # (B)(4) that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6292236, medical device expiration date: 10/31/2021, device manufacture date: 12/07/2016. Medical device lot #: 6253001, medical device expiration date: 08/31/2021, device manufacture date: 09/20/2016. Medical device lot #: 6292237, medical device expiration date: 10/31/2021, device manufacture date: 12/09/2016. UDI: (B)(4).

Event description:
It was reported that foreign matter was discovered on the 22 g x1" bd insyte¿ autoguard¿ bc shielded IV catheter IV catheter. Found before use. No serious injury or medical intervention noted.